Event description:
It was reported that an alarm was heard and it was confirmed by telemetry. The empty pump alarm had occurred. The patient wants to have the pump explanted and saline had been put in the pump while the patient decided for sure. It was reported that the healthcare professional (hcp) updated the reservoir volume to 20ml and programmed the pump to minimum rate to silence the alarm. The pump was delivering saline at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID 8840, product type: programmer, physician; product ID 8709sc, lot# n159285007, implanted: (B)(6) 2008, product type: catheter. (B)(4).